Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient stated that having extreme fatigue and could sleep all day. Other than that, the patient feeling ok, and encouraged patient to contact medical doctor. The device is still in use. No patient complications have been reported as a result of this event.